Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, device evaluation discovered foreign material on the outer surface of the scope. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the bending section cover. The root cause of the image issue was unable to be determined since the malfunction was unable to be reproduced. The event can be prevented by following the instructions for use (IFU): inspection of the endoscopic image. Inspection of the endoscope. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had an image problem. The issue occurred during reprocessing. There were no reports of patient involvement or harm.